Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.